Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had hematochezia three days following an open ileostomy. The patient lost blood and needed a blood transfusion. No reoperation was done since the bleeding just stopped. The patient has been discharged.